Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: there was no fatigue. Customer did not feel okay to troubleshoot the high. Pump was used within 48 hours of the high. Per carelink, smart guard was used most of the day. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and had passed out and received sensor updating alarm and change sensor alarm. The customer reported hyperglycemia, fatigue treated with insulin pump (subcutaneous insulin infusion), no treatment. Document treatment for high bg: delivered bolus auto-correction. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-864a. Customer reported high bgs. Customer does not feel ok to troubleshoot. Customer reports receiving a sensor updating/sg value not available alert. Behavior has been occurring less than 3 hrs. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-864a.